Manufacturer narrative:
(B)(4). Batch # m9188l. Latch posts the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed seven clips with gap. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported incident. However, no conclusion could be reached as to what may have caused this condition and the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped firing. There were no adverse consequences for the patient.